Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection around the device. Cultures were taken and the organism is unknown. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.